Manufacturer narrative:
As the device has not been evaluated, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is evaluated, a supplemental report will be filed.

Event description:
A user facility reported a cracked lid on an endoscope reprocessor. No patient involvement was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. The cracked lid was replaced. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the lid being contacted with a scope when it was closed and/or something hard hit the lid.